Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that the customer was hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2017, 10:56 am. The customer¿s blood glucose level was over 600 mg/dl at time of incident. The customer's blood glucose at the time of admission was of 491 mg/dl. They were sent to the emergency room and was then admitted. The customer was treated with insulin drip. It was also stated that the customer was feeling sick, vomiting, drowsy, and had slow response. The customer was wearing the pump at the time of hospitalization. The customer does not alleges insulin pump was under delivering. Their current blood glucose level was 234 mg/dl. The customer stated the basal rates was recently changed by their doctor. Troubleshooting was performed on the insulin pump. The time and date was incorrect. The basal rates were programmed inaccurately. They were assisted with programming the correct settings. The customer was advised to call back for assistance if high blood glucose persist. The insulin pump will not be returned for analysis.